Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump had a bad downstream occlusion sensor. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed the pump had an occurrence of "cassette not attached properly" alarm. During functional testing a cassette was attached to the pump and the pump alarmed "cassette not attached properly." The investigation determined that a faulty downstream occlusion sensor was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.